Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had sought medical attention due to low blood glucose levels. The patient reports the dexcom application blood glucose level was 137 mg/dl but heir finger stick showed 52 mg/dl. Upon arrival of the paramedics the patients blood glucose level was 137 mg/dl. The patient was advised by their doctor to juice and enter the carbohydrates by using their sensor and administering a bolus.